Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/24/2024, a sales representative reported via sems-(B)(4). That an ar-8850ds nanoscopic release system centerline with nanoneedle scope ectr system had no projected image once the scope was plugged into the console. The procedure was then aborted and not completed, and an open surgical procedure rather than nanoscopic was performed. This was discovered during a nanoscopic ctr procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 7/8/2024: the surgeon's decision to pivot to an open technique called an "open ctr" changed the surgical technique. A non-arthrex product was used for this technique. Due to the issue, no case delay was reported, and no adverse effects on the patient were reported. The patient did not require medical intervention or hospitalization, and no additional surgery was needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Cable) this evaluation determined that the reported event occurred due to a failing cable.